Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was explanted due to oversensing. No adverse patient effects were reported. The lead is expected to be returned for analysis.